Manufacturer narrative:
Concomitant medical products: product ID 8784 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the physician could not visibly identify an issue with the catheter, so the catheter was explanted entirely and replaced with a new catheter.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6)2020 explanted:(B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 04-nov-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver unknown morphine 1mg/ml at 0.048mg/day. It was reported, per the patient, that, "several months ago", the patient was hospitalized out of town and missed their first refill appointment. The patient's pump then began to alarm. The patient made a second refill appointment but was unable to make that appointment as well. The patient's missed refill appointments caused the pump to run dry. The doctor decided to replace the patient's entire catheter before refilling the pump with medication again. The doctor decided to replace the catheter since the pump had been dry for so long, previously had a high concentration of medication and, after accessing the catheter access port (cap), the catheter could not be cleared. The physician had opened the pump pocket at the beginning of the surgery, at which point he accessed the cap to try and clear the catheter and he could not. The catheter explanted and replaced. In regards to environmental, external, or patient factors that may have led or contributed to the issue, patient compliance was noted. It was unknown if any diagnostics or troubleshooting was performed. As of (B)(6)2023, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but was unknown.